Event description:
It was reported that this right ventricle (rv) lead was surgically abandoned due to unknown reasons. A new lead was successfully implanted. No additional adverse patient effects were reported.